Event description:
It was reported that during a ptca procedure, the tip of the wire separated and remained in the pt. The physician determined surgery was not required. Pt status is listed as "okay".